Event description:
Related manufacturer reference number : 1627487-2023-04783. It was reported that the patient felt discomfort at the ipg site when sitting. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg pocket site was repositioned, and the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient¿s ipg pocket site was relocated due to discomfort felt while sitting. The ipg was also replaced. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.